Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that there was intermittent image flickering and image shrinking during acquisition of fluoroscopic exposure. Tests were conducted and no problem was encountered. The system was restored to normal operation. The issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.